Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "poor light and bent" was confirmed, however, event "dented" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube is deformed, light guide-bundle of the video cable section is broken a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide-bundle of the video cable section is broken and therefore the light transmission is lost or too low. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported at the start of the laparoscopic procedure that the rigid video laparoscope exhibited poor lighting, as well as being bent and dented. There were no reports of patient harm.